Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-4318 serial number: batch/lot number: 36866836 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7169350 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 801247 model/catalog description: wavewriter alpha 16 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experiencing complete loss of pain relief after a fall. The leads have migrated which was confirmed with imaging. During a planned lead replacement procedure, the physician was unable to maintain the leads in the dorsal epidural space. A cerebrospinal fluid (csf) leak was identified intraoperatively, leading the physician to abort further lead replacement attempts. An epidural blood patch was performed to treat the csf leak. Due to the inability to successfully replace the leads and the procedural complication, the patient subsequently underwent explantation of the spinal cord stimulation system.